Event description:
It was reported that on the patient's post operative, one month visit, the patient had endophthalmitis. No patient information; age, gender, or date of birth were provided. Further, the original implant date is unknown. Additional information was requested concerning the patient, patient treatment and visual outcome; however, no further information was provided.

Manufacturer narrative:
. (B)(6). Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿infection / inflammation¿ when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.